Event description:
Received medwatch #hc39-0133 on 3/12/97 from health care facility stating "trocar broke during surgery." Spoke with rep 3/24/97. She is to follow up with risk manager to obtain instrument for analysis. 3/26/97 rec'd message from rep. 5mm trocar used during entire case. At end of case, while performing manipulation with 5mm instrument, trocar snapped at base of cannula. Surgeon used kelly to remove cannula. There was no pt. Consequence. Hospital wishes to photograph instrument before returning for analysis.